Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the device revealed the device to have been cut and the section containing the barbed connector had been removed from the delivery system. The proximal and distal sections of the delivery system were without issue. The barbed connector was pin gauged and it was found to be partially occluded. The inner diameter would only accept a .027" pin gauge; specification is .036" to .040". Microscopic examination of the ID of the barbed connector cannula revealed a clear substance to have formed a ring around the inner wall of the cannula. The outer ring was cut off and sections of thermoformed tubing and c-flex tubing sections were removed from the barbed connector. The inner ring was removed from the threaded portion of the connector. The threads were examined and adhesive was found to be on all the threads and pooled at the base of the threaded portion of the connector. A piece of adhesive from the base was removed and dissolved in nitro methane which confirmed it to be adhesive. The condition of the returned unit was consistent with the complaint incident that the guidewire supplied with the kit would not pass through the connector. The adhesive is placed on the barbed connector during the manufacturing assembly process, therefore the most probable root cause is manufacturing. An investigation is ongoing related to this issue. A review of the device history record was performed for lot 14090432 and revealed no issues related to this complaint.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-00998 for the other associated device information. It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure the guidewire would not fit through the plastic connector at the transition zone on the peg tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-00998 for the other associated device information. It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure the guidewire would not fit through the plastic connector at the transition zone on the peg tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.